Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned devices exhibited signs of being implanted, however, there was no obvious damaged identified that would indicate instability. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. (Review of the device history record could not be performed as the part and lot number of the device were not identified.) A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00585004202, distal femoral xt component, lot #: 63767709, unknown tibial plate. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04156; 0001822565 - 2019 - 05358.

Event description:
It was reported that the patient was revised of the tka due to instability. Attempts have been made and no further information has been provided.